Manufacturer narrative:
The investigation into the reported issue has been completed. Data logs of the incorrect pump were sent. Additionally, only the cannula with the motor housing was returned for investigation; the remainder of the impella was cut off at the catheter. A small amount of biomaterial was observed around part of the purge gap; otherwise, no damage or abnormalities were found on the returned product. However, the nature of the returned product was insufficient to definitively determine the root cause. Therefore, the cause of the high purge pressure was unable to be determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The clinical team reported that recurrent "high purge pressure" alarms with low purge flow occurred during impella support. Attempting to troubleshoot the issue, the team decreased the pump speed to p-0 and then immediately returned it to p-7, which successfully improved the purge flow. However, the purge flow rate trended downwards over the next 24 hours, which led to the use of the same intervention again. It was noted that the purge flow never exceeded 5 ml/hr throughout support. Activated clotting time (act) was asserted to be in normal therapeutic range. No patient harm was reported.